Event description:
Related manufacturing ref: 2184149-2022-00036. During the procedure, a burn occurred at the grounding pad site. During a l5-s3 ablation for right sided si joint pain, the grounding pad was placed vertically along the left side of the patient¿s flank between the pelvis and the rib. The generator indicated a high impedance on port 1 before the 4 level ablation was attempted, therefore single level burns were done at each site. A burn was noted (dark pink in color) at the medial corners of the grounding pad site. A thin superficial layer of skin was removed when the pad came off. It is unknown if the burn was treated. The procedure site was treated with cholorhexodine, but not the grounding pad site. The patient was neither hairy or diaphoretic.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One rf disposable grounding pad was received for evaluation. The grounding pad was noted to be discolored on the edge and a brown foreign material was noted on the grounding pad. The results of the investigation concluded that the device functioned as intended during a simulated lesion test. No functional anomalies were noted. The cause of the reported patient burn remains unknown.